Event description:
Initial report alleged the lancet needle that is a part of the softclix plus lancing device used in finger-stick blood glucose testing protrudes outside the dial cap after use. The domestic manufacturer's customer service department determined that the customer was using the incorrectly labeled lancet needle for that particular system. Upon return, the domestic manufacturer's evaluation department determined the needle intermittently protrudes from the dial cap. The initial reporter stated accidentally sticking herself with the device when the needle was sticking out; however, no medical treatment were received. A request was made for the return of the suspect product and replacement product was sent.